Manufacturer narrative:
The customer's address is unknown. (B)(6) USA has been used as a default. Investigation summary: the customer reported IV tubing alarmed air in line and IV tubing came apart, and returned one used sample. The sample clearly separated at the outlet of the pumping segment and the complaint is verified. A separation at the silicon tubing allowed air to enter the line. The ring retainer was included in the investigation and was covered in a dark dried liquid, and was attributed to being the medication used (ivig). It was apparent the tubing separated and leaked during drug infusion and not during priming - due to the residue. There is a known failure mode for improper loading of the pumping segment, we strongly recommend loading the top blue clip into the pump first and then the bottom. A device history record review for model 2426-0007 lot number 21049019 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 19apr2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: since the ring retainer was assembled to the silicon tubing the root cause is not manufacturing.

Event description:
It was reported that as lvp 20d 3ss cv had air bubbles, came apart, and leaked. The following information was provided by the initial reporter: it was reported that when trying to fix air in bubbles the IV tubing came apart and leaked.